Event description:
It was reported that an unspecified malfunction/issue occurred. On (B)(6) 2025, it was reported that the patient called regarding two of her sensors that were getting a sensor error alert message. Event dates for those problems are (B)(6) . Then, with event date the same day that this call was made, the patient suddenly mentioned that she was at the hospital (but can't provide the exact date). The patient was not sure if her dexcom caused or contributed to her health problem. She only mentioned that they were having issues with the tandem tslim pump in modified closed loop which "was not working." That's why they had to go to the hospital. She said that she was feeling dehydrated. She also mentioned that she has injuries on her body that's why she also need to go to the hospital. She said that she has injury on the vaginal area, which she was advised may cause hyperglycemia. When was asked what the cgm reading was during the time of hospitalization, she mentioned that she has no idea. She also said that she did not check the bg reading during this time or if she did, she no longer recalls. She mentioned that she was feeling dehydrated during that time but no treatment was administered before she went to the hospital. She said that she was given something at the hospital but can't provide the name of the medication because she was also not advised what it was that's why she refused to take it. She was feeling fine during the call. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
B1 adverse event and/or product problem- additional . B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional . H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. On (B)(6) 2025, it was reported that the patient called regarding two of her sensors that were getting a sensor error alert message. Event dates for those problems are (B)(6). Then, with event date the same day that this call was made, the patient suddenly mentioned that she was at the hospital (but can't provide the exact date). The patient was not sure if her dexcom caused or contributed to her health problem. She only mentioned that they were having issues with the tandem tslim pump in modified closed loop which "was not working." That's why they had to go to the hospital. She said that she was feeling dehydrated. She also mentioned that she has injuries on her body that's why she also need to go to the hospital. She said that she has injury on the vaginal area, which she was advised may cause hyperglycemia. When was asked what the cgm reading was during the time of hospitalization, she mentioned that she has no idea. She also said that she did not check the bg reading during this time or if she did, she no longer recalls. She mentioned that she was feeling dehydrated during that time but no treatment was administered before she went to the hospital. She said that she was given something at the hospital but can't provide the name of the medication because she was also not advised what it was that's why she refused to take it. She was feeling fine during the call. It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to restore the connection. No additional patient or event information is available.